Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication was showing as due at both interval 1000 and 1100, whereas it should only have shown at 1100. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication was showing as due at both interval 1000 and 1100, whereas it should only have shown at 1100. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the order showing incorrectly on due screen. A technical support specialist (tss) had dialed into the es server to check the patient order in question and had found that the patient had already been discharged, and all orders had been discontinued. The tss had reached out to the customer confirmed there were no live examples now, but the user had stated they would open a follow-up ticket if the issue reoccurred. The system functioned as intended after the technical support specialist investigated the device.